Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2017-05496. It was reported that the patient experienced ineffective therapy and stopped recharging the ipg as recommended due to unrelated medical issues. The ipg became inoperable. Surgery occurred to explant the system. The date of explant is unknown.